Event description:
It was reported that the patient had a bha on (B)(6) 2012 and the patient had dislocation many time after the bha. (B)(6) 2013, the patient had dislocation again so the surgeon tried to do closed reduction with traction. During the procedure, the system one came off from the inner head. For a revision surgery, the patient will transfer to another hospital.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding recurrent dislocations involving a system one bipolar and unknown head was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that the patient had a bha on (B)(6) 2012 and the patient had dislocation many time after the bha. (B)(6) 2013, the patient had dislocation again so the surgeon tried to do closed reduction with traction. During the procedure, the system one came off from the inner head. For a revision surgery, the patient will transfer to another hospital.